Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. This report is for the first patient. Dentsply (B)(4) was unable to demonstrate the returned unit exceeded any current flow limits. Although varying voltages were measured across the motor and sheath, these voltages represent an extremely minute amount of electricity due to the very low current flow associated with them. All current flows were within specifications as per iec 60601-1 for a medical type ii bf applied part. It is possible that an electro-static discharge from the doctor might have caused an increase of current. It is also possible that electrical current may have flowed through the water pipes at the doctor's office due to a faulty grounding of the pipes.

Event description:
In this event a doctor reported that a midwest e micro electric control unit sent an electrical current through a handpiece to a patient; no injury resulted and no intervention was required.